Event description:
The customer reported that the device would not open during a davinci case. Seals were made on either side of the device and it was then transected from tissue. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed tissue in-between the jaws. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.